Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Device evaluated by manufacturer: the returned device measured 183.1cm in length. Approximately 1.05cm - 1.68cm of the distal tip is detached and was not returned for analysis. The fracture site is located 36.3cm distal from the inconnel tube and a kink in the wire was noted adjacent to inconnel tube. A .032" ribbon of nitinol ribbon was attached to the wire. The sem analysis revealed the presence of equiaxed dimple ruptures in a tensional direction. Ductile fatigue was noted. No material anomalies were observed. It is likely that the fracture surface was caused by a tensional type overload and ductile fatigue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a guide wire fracture occurred. The 90% stenosed lesion was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery. As the physician was attempting to remove the pt2 guide wire from the lad, the guide wire fractured and approximately 15-20mm of the detached pt2 guide wire migrated to the distal portion of the lad. No attempts were made to retrieve the detached pt2 wire fragment. The physician successfully completed the procedure with a different device. No patient complications were listed and the patient's status was reported as 'stable'.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a guide wire fracture occurred. The 90% stenosed lesion was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery. As the physician was attempting to remove the pt2 guide wire from the lad, the guide wire fractured and approximately 15-20mm of the detached pt2 guide wire migrated to the distal portion of the lad. No attempts were made to retrieve the detached pt2 wire fragment. The physician successfully completed the procedure with a different device. No patient complications were listed and the patient¿s status was reported as ¿stable¿.